Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 27 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. Found that the customer delivered two boluses prior to experiencing the low blood glucose levels. The customer was walking and had not eaten anything. Nothing further was reported.